Manufacturer narrative:
An event of stent frame not fully opening and small stent frame was reported. The returned device assessment confirmed the device to meet functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the valve with the delivery system (ds) was inserted on non-abbott guide wire into patient body with tortuous anatomy of the femoral/iliac arteries. The ds was stuck in the right iliac and after few unsuccessful attempts to cross the sharp angle of the iliac, the physician decided to pull back the ds out from patient body. When the ds was outside the body, they noticed significant kink in valve capsule and they decided to open new flexnav ds. A new small flexnav delivery system was chosen. During ds changing, they saw the navitor valve stent frame didn't fully open. The stent frame was significant small and when they put the valve in the loading base (usually the 25 mm valve was filling the whole space in the loading base). They decided to open new valve, a new 25mm navitor vision size was chosen. The new valve with new ds was inserted again to patient body on non-abbott guide wire and through another 18f non-abbott wire. The ds was crossed the femoral and iliac arteries and the navitor valve implanted successfully in aortic valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient was reported stable.